Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2016-01341. It was reported one of the patient's extensions was explanted and replaced due to being fractured. Both of the patient's extensions are being reported because it is unknown which device was replaced.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-01341. Follow-up revealed surgical intervention resolved the patient's issue.